Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient¿s representative reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening striated assessed as to surgical damage. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: brown particles observed in the device. No further actions are required as the device was implanted.

Event description:
Patient¿s representative reported a right side deflation, and healthcare professional later reported right side deflation and exchange due to patient's concern with the product. Device explanted.